Manufacturer narrative:
The field service representative checked the electrodes and fluidics, no problems were found. He cleaned the ise mixing vessel, installed a new ise probe, performed electrode conditioning, and performed ise checks. All results were within specification. The customer performed ise calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results on cobas 8000 cobas ise module. The initial sodium result was 154 mmol/l. The initial chloride result was 115 mmol/l. The initial potassium result was 4.9 mmol/l. The repeated sodium result was 141 mmol/l. The repeated chloride result was 104 mmol/l. The repeated potassium result was 4.3 mmol/l. The repeated results were believed to be correct. The electrode lot numbers were requested but not provided. The erroneous results were not reported outside of the laboratory.